Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: the patient was discharged smoothly currently, and no subsequent adverse event report was received.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op on (B)(6) 2025, the nurse discovered that the patient's abdominal incision had partially cracked at the suture site, and the broken ends of the suture were visible at the incision site. The nurse cleaned and changed the dressing for the patient and explained the situation to the patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the patient require any intervention other than cleaning the wound and changing the dressing? If yes, please explain. Was any medical or surgical intervention required? Was any re-suturing required? What is the current condition of the patient? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.